Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 11/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 11/10/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that the spaceoar was placed in the rectal wall. On the computerized tomography scan, it appeared that some of the hydrogel infiltrated the rectal wall from the mid gland to the apex. At the base, it looked perfectly placed, but as it approached the midland to the apex, there was a small amount of hydrogel that went into the rectal wall. The magnetic resonance imaging confirmed the same observation. Despite this, the patient remains asymptomatic.